Event description:
It was reported that the battery in this device may be depleting prematurely. A review of device downloaded memory was done by technical services and premature battery depletion is suspected. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.